Event description:
The customer reported that when the unit was hooked up to a simulator and discharged, it got an "ECG fault" message. The power had to be cycled in order to get the ECG signal back. There was no pt involvement.